Manufacturer narrative:
The lot code information or suspect sample was not made available to sheffield pharmaceuticals for evaluation.

Event description:
Consumer claimed the product caused her mouth to swell. She sought medical attention for this condition. The emergency room physician told her it was likely an infection caused by something that was outdated in the product.